Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of (B)(4) 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). A carefusion field service representative was dispatched to the user facility. Upon arrival the field service representative found that the device was missing the following parts that would have been on it during the reported event; exhalation diaphragm, exhalation valve body, exhalation flow sensor and patient circuit. The field service representative borrowed the missing parts from another device, installed his test patient circuit with test lung, evaluated the device and was unable to reproduce/verify the reported event. The field service representative then ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility's control ready to be placed back into service.

Event description:
The user facility reported that while in use on a patient the device alarmed "circuit disconnect". The patient was removed from the device and placed on another device with no harm to the patient.